Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo target lesion was located in the moderately tortuous superficial femoral artery. A 4x150x150 sterling sl balloon catheter was advanced to the target lesion and in inflated to 10 atms. During the second inflation at 10 atms a balloon rupture occurred. The sterling sl balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).